Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on resetting the pump, and after the reset, the malfunction did not recur. The customer was informed they could continue using the pump and was advised to contact support again if the issue returned.